Event description:
It was reported that suture placement in the right common femoral artery was attempted with two proglide devices using the pre-close technique via an 18f sheath hole prior to an endovascular aneurysm repair (evar). Reportedly, cuff misses [suture retrieval issues] occurred with both devices. The sutures of two new proglide devices were successfully pre-placed. The use of an 18f sheath was continued and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device with reported issue referenced is filed under a separate medwatch report number.